Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Correction/additional information: the following information was inadvertently omitted from the previous medwatch: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a solution administration set in which a leak occurred. According to the report, during the connection of the set, a leakage of solution was observed at the level of the 3-way stopcock. The nurse checked the set and noticed that the leakage was due to a disconnection of the tubing at the level of the 3-way stopcock. The nurse stopped the administration and changed the set. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.